Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation. Another contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall.

Event description:
As reported, approximately 6 years post op the initial right tka, this 72 y/o female patient was revised due a loose femur and recalled poly. Patient complained of pain. Patient was last known to be in stable condition following the event. Image and xrays attached. Devices are not returning - due to recall hospital will not release implants.

Manufacturer narrative:
Pending evaluation: concomitant device(s): serial #: (B)(4), category #: 02-012-35-2511 - logic tibia ps mod insrt sz 2.5 11mm, serial #: (B)(4), category #: 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, serial #: (B)(4), category #: 204-70-00 - tibial stem ext. Screw, serial #: (B)(4), category #: 204-34-02 - fluted stem extension 25l x 14 mm, serial #: (B)(4), category #: 200-07-32 - advanced patella 32mm 3 peg implant.